Event description:
On (B)(6) 2026, it is reported that the patient faced infusion set cannula is bent. The patient had high blood glucose (572 mg/dl) and got treated with correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.